Manufacturer narrative:
D6b explant date was added.

Manufacturer narrative:
Additional information has been provided in d3. Corrected information has been provided in d4 (serial). Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
Updated clinical narrative: an impella cp device was inserted via the femoral artery to support a 65-year-old male patient admitted with acute myocardial infarction complicated by cardiogenic shock, presenting in scai shock stage d. The patient¿s underlying medical history was not provided. On the day of implantation, the care team noted oozing at the impella access site. The patient was anticoagulated with heparin, and the activated clotting time (act) was approximately 250 at the time bleeding was observed. A low platelet count was noted, consistent with thrombocytopenia, although a formal diagnosis was not documented. The care team did not initially administer blood products and managed the access site with suturing and dressing. Hemostasis was not immediately achieved, and patient movement was noted as a possible contributing factor to continued oozing. In addition to the impella access site, oozing was observed from multiple other access sites, including arterial and swan-ganz catheter sites. The patient later received two units of packed red blood cells, after which the oozing subsided overnight. Low-dose heparin was restarted the following morning. Despite discussion of potential escalation to an impella 5.5, the patient¿s family elected to withdraw care after approximately 1.5 days of support. The patient was transitioned to comfort-measures-only and subsequently expired. The device will be conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition, as the patient presented in scai shock stage d.

Manufacturer narrative:
B5 updated. Corrected data. H1 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 65 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient's underlying medical history was not shared. On the day of implant the team observed an ooze at the insertion site of the pump. The patient had anticoagulation with heparin and the act was 250 at the time of the bleed. There was a low platelet count, indicative of thrombocytopenia. The team did not infuse blood products to the patient, but did note that best practices of the access site management were done, with suturing and dressing. Hemostasis was not achieved, but the pump remains on for support despite the harm. Of note there was patient movement which could have contributed to the site bleeding. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
B2 selections were revised due to new information that was received. Date of death was added. B5 additional information was received. H5 code f12 was removed due to new information that was received. New health effect - impact codes were added to reflect the additional information received.

Event description:
Additional information was received. Thrombocytopenia was not diagnosed to the company's representatives knowledge. The patient was oozing out of multiple access sites, a-line, swan access site, etc. The patient was given two units of blood and the oozing subsided overnight. Low dose heparin was started in the morning. The patient was changed to comfort measures only after one and a half days of impella support and expired, not due to the impella. There was discussion of escalation to an impella 5.5 but the family decided to withdraw care.